Event description:
Customer reported he was experiencing high blood glucose of 300 mg/dl and in the insulin pump was not delivering insulin. Customer's device was not registered stated he will call back to register it. Customer inquired if he kept delivering insulin would he go. Customer was advised he would since he gets a constant delivery of basals. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.